Event description:
The pt with severe, medically refractory parkinson's disease, underwent implantation of medtronic deep brain stimulating -dbs- leads into the left and right subthalamic nuclei -stn-, along with pulse generators in the subclavicular region and connecting cables placed in the neck region, in two months of 1999 respectively, without incident. The pt realized substantial benefit in motor function, ability to perform activities of daily living, and functional independence. The pt's spouse contacted rptr in january 2001 to report that in the evening, the pt "suddenly slumped to the ground." Pt was transported via ambulance to a local hosp, where they were pronounced dead. Suspected cause of death is pulmonary embolus. Autopsy report is currently pending.